Manufacturer narrative:
(B)(4). Meter returned on 2/16/2016, qc evaluation completed 4/6/2016. Investigation completed and product evaluated with no defect found on returned meter. Test strips returned on 2/16/2016; qc evaluation completed on 4/5/2016. Returned test strips produced e-5 error message readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer calling on behalf of husband, who complains of an e-5 error message. The customer states the e-5 error message appears after the blood sample is applied to test strip. Customer states feels well at this time. Customer ensure that they are using the suggested blood testing technique. Customer state the test strips may have been in use for more than 120 days. Customer verified that no adverse event has occurred due to the e-5 error message. E-5 error message persists.